Manufacturer narrative:
An event of dyspnea, thoracic pain with cough, and structural valve deterioration was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2019, the patient presented with dyspnea and thoracic pain associated with a cough. The site attributes these patient symptoms to structural valve deterioration. A tavi procedure was performed and an unknown valve was implanted.